Event description:
The dealer reported that the left side of the frame on a standard wheelchair was broken. This issue could cause the chair to be unstable and the user could fall out of the chair and be injured.